Event description:
Initial result for a patient potassium was 4.9 mmol/l. When repeated, the result was 3.8 mmol/l. Account did not know if patient was treated based on the incorrect result. The field service rep found the ise tubing was not in the pinch valve. He repaired the instrument by replacing the tubing.